Manufacturer narrative:
The explanted devices will not be returned to bsn for eval, as they were kept by the medical facility.

Event description:
A report was rec'd that a pt's precision sys was explanted due to an infection at the pocket site. The pt's symptom was a small amount of oozing at the pocket site. The pt was prescribed bancyomincin.